Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis (pd) nurse stated that the peritoneal dialysis patient reported having cloudy effluent on (B)(6) 2017. The patient was diagnosed with peritonitis following a positive fluid culture for the organism staphylococcus epidermis. The nurse also stated that the cycler was replaced twice and this was the cause of the peritonitis. The patient was treated with the antibiotic vancomycin 1 gram via the intraperitoneal route. The nurse stated that the infection did not happen on the cycler and the patient¿s treatments had not been consistent.

Manufacturer narrative:
The actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. During the simulated treatment the sound emitted by the cycler was normal. There was no unusually ¿sounds¿ detected in the unit¿s operation. The cycler programmed displayed fill and drain volume values were within the tolerances. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. A DHR search found no related items.